Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via the brachial artery. The 90% stenosed de novo lesion was located in moderately tortuous and severely calcified left circumflex (cx) artery. The left circumflex (cx) artery was predilated with an unknown nc quantum apex balloon. The lesion remained 50% stenosed so the physician advanced a 12mm x 2.50mm nc quantum apex balloon to dilate the lesion further. The nc quantum apex balloon was inflated to 12atms for 30 seconds. On the second inflation the balloon ruptured at 14atms. The procedure was completed with another 12mm x 2.50mm nc quantum apex balloon. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via the brachial artery. The 90% stenosed de novo lesion was located in moderately tortuous and severely calcified left circumflex (cx) artery. The left circumflex (cx) artery was predilated with an unknown nc quantum apex balloon. The lesion remained 50% stenosed so the physician advanced a 12mm x 2.50mm nc quantum apex balloon to dilate the lesion further. The nc quantum apex balloon was inflated to 12atms for 30 seconds. On the second inflation the balloon ruptured at 14atms. The procedure was completed with another 12mm x 2.50mm nc quantum apex balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a magnified inspection of the returned device revealed no damage or irregularities. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from the tear in the shaft adjacent to the guidewire exit notch. The length of the tear was 0.5 mm (measured with a calibrated steel ruler). The diameter of the hole was slightly larger than the outer diameter (od) of a .014" guide wire and may be consistent with perforation of the shaft wall with the end of a guidewire during clinical use or preparation for clinical use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)